Event description:
It was reported that a pairing issue occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced issues pairing the dexcom transmitter with her omnipod device. At the time of the event, the transmitter was successfully paired with her phone and would have been working properly. Since insulin delivery depended on cgm readings and the devices were not paired, the omnipod was unable to deliver insulin. According to the patient, this caused them to eventually experience diabetic ketoacidosis. On the same day, the patient experienced multiple falls, resulting in bruising all over her body, and could not stand. During this time the patient was fainting but was unaware of this. The patient did not know what the cgm readings were at the time of the onset of symptoms. No medication or treatment was mentioned to have been done at home. A friend brought the patient to the hospital for further evaluation, and upon admission the patient was diagnosed with diabetic ketoacidosis and a kidney infection. The patient was unable to recall any blood glucose readings, and it was unknown what the cgm device was displaying at that time. The patient was treated with insulin via injection or pump. No further medication was reported, and the patient was discharged the next day after spending more than 24 hours at the hospital. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.